Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not function properly, one of the triggers fell off. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured 09/18/2012. Evaluation of the device observed the double trigger handpiece had no detection of any external damage. The bottom trigger was loose from the handpiece, and did run within specification and did not emit abnormal sounds that would implicate a defective motor. The reported event was not confirmed. The device was not returned to the customer. No power source was returned with the device such as atk or flash batteries or electric power supply. The cause of the reported issue is undetermined.